Event description:
Customer alleged ran into curb and the hand unit trigger came apart where the key and horn are located. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is unknown (B)(4) is approximately 7 years and 5 months of age. The user manual was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is alleged to have suffered from multiple scrapes and bruises, the consumer's stability and medication regimen are unknown . The consumer is (B)(6). The maintenance history of the device is unknown. The consumer stated that while operating the chair, the consumer did not see the change in the grade change in the street. The rear wheel was caught in the grade and the chair flipped with the consumer in the chair. During this accident the hand unit trigger received damage at the horn and key location. The hand trigger unit came apart at the screw hole location.